Event description:
The customer opened two new cartons of contour test strips and found the caps open on the bottles of strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.